Manufacturer narrative:
The pump had previously been returned for a 104 error which was intermittent in nature, this error is often associated with the motor however it can also be the result of a faulty mp board. The pumps motor was previously replaced. The pump is currently displaying both 111 and 117 errors, these are indicative of a problem with the mp board. The pumps mp board will be replaced.

Event description:
It was reported that during use of a cadd® cadd-ms® 3 ambulatory infusion pump there was a system fault, call for service.